Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having a lot of pain starting about a week ago. The pain feels like an ache down the buttock and between the legs. Patient changed the program and most of the pain went away so they are trying to figure out if it is the stimulator or something else causing the pain. Patient has not had any falls or traumas that could have moved the lead out of that place but mentioned they are not able to feel the ins as easily anymore. Patient was planning to turn therapy off to further assess. They have an appointment with their rheumatologist tomorrow to address the cause of the pain. Additional information was received from the patient. They reported that the cause of not being able to feel the ins as easily was determined. They stated it may have moved slightly. Patient also stated it was too high on their body, they placed the thing to low. They had to put communicator in a different place, they learned to place the thing higher up, and it connected. It was still not perfect, its better, but still trying to find the right setting. It was somewhat resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.